Event description:
The customer reported via phone call that they experienced high blood glucose which was 414 mg/dl and treated it with insulin pump. Customer's current blood glucose was 253 mg/dl. Customer declined to trouble shoot for high blood glucose event. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature at the time of event was active. The insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.